Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline wiring issue leading to several red heart alarms/ pump stops; no fracture noted. Specific component(s) involved: driveline malfunction. Additional text: driveline wiring appears to have potential short; no fracture noted. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : ungrounded power module cable provided. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.